Manufacturer narrative:
The device was discarded and could not be evaluated. A review of the manufacturing records for this device was completed and no issues were identified that could have lead to the adverse event reported. Complaints will continue to be monitored for any trends.

Event description:
A tcar procedure was performed. After insertion of the enroute carotid sheath, the .014" guidewire was having difficulty advancing into the distal common carotid artery. After 2 attempts, the .014" guidewire was advanced and the procedure was completed to treat the left internal carotid artery. An angiogram was performed post stent and the physician noticed a proximal dissection. An additional stent was placed in the proximal common carotid artery. A final angiogram showed no issue and the case was completed.